Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported issue was due to the left dome of the on/off button being electrically open and the right dome of the on/off button starting to become electrically open.

Event description:
The customer contacted physio-control to report that their device would not power on. They replaced the device's batteries and it still wouldn't power on. There was no patient use associated with the reported event.